Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. No additional patient information was available. Reportedly, the pump was worn in the customer's pocket, and the placement of the pump in relation to the transmitter may have caused the body to be an obstruction. The customer reportedly moved the devices to the same side of the body, but the loss of connection issues persisted. Reportedly, the customer replaced the transmitter.